Event description:
According to the facility on (B)(6) at the end of a cataract procedure, the product was being used to wick and blot fluid from the eye and the doctor noticed a fine white material/residue on his patient's eye after using the weck cel spears from the cataract back table packs.

Manufacturer narrative:
According to the facility on (B)(6) at the end of a cataract procedure, the product was being used to wick and blot fluid from the eye and the doctor noticed a fine white material/residue on his patient's eye after using the weck cel spears from the cataract back table packs. The eye needed to be rinsed with balanced salt solution, to remove residue. The facility stated that balanced salt solution is a type of irrigation commonly used during ophthalmology procedures. The procedure was able to be completed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.